Manufacturer narrative:
The device was further evaluated by physio control and the reported issue was verified. The root cause of the reported failure is unable to be determined.

Event description:
The third party service agent contacted stryker to report that their customer's device has a low battery indication. Upon initial evaluation it was observed that the hlc (hybrid layer capacitor) was depleted at 0 mah. In this state, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. The customer will receive a replacement device. The initial reporter¿s phone number is: (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer's device has a low battery indication. Upon initial evaluation it was observed that the hlc (hybrid layer capacitor) was depleted at 0 mah. In this state, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.